Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), bleeding did not stop after the seal was deployed, and the tether came off without breaking. The seal was still in the deployed state. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), bleeding did not stop after the seal was deployed, and the tether came off without breaking. The seal was still in the deployed state. A replacement device was used to complete the procedure. The hospital did not report any patient effects.